Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, the patient had their ipg explanted and replaced. Effective therapy has been restored.